Event description:
Healthcare professional additionally reported cyst. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.6b; h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "rupture." Device remains implanted.

Event description:
Healthcare professional reported, a right side "rupture". Device remains implanted.